Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that the system is not booting up. It lost power while powered on and then wouldn't turn back on. Additional information was received when the field service engineer called the account and it was confirmed that the system was fine. No patient was present.